Manufacturer narrative:
The pump exchange referenced in this section was reported under medwatch MFR. Report # 2916596-2016-01732. (B)(4). Approximate age of device ¿ 1 day. The pump was not returned for evaluation as it was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient underwent a pump exchange on (B)(6) 2016 for lvad thrombus, and that the patient had a challenging postoperative course that was complicated by coagulopathy and delayed chest closure. Postoperatively the patient was placed on continuous renal replacement therapy (crrt). The patient was returned to the operating room for chest irrigation and closure on postoperative day one. The patient experienced pulmonary edema postoperatively, and fluid removal was aggressively pursued. Anticoagulation was initiated and inotropes were weaned. Transesophageal echocardiogram and chest CT were performed; however, the results were not reported. On (B)(6) 2016, the patient underwent a surgical procedure for lvad repositioning due to malposition. The surgeon was unable to move the pump, and the patient's chest was closed. The patient received blood transfusions and continued on crrt. On (B)(6) 2016, it was reported that a ramp echocardiogram was performed. The pump was ¿working well¿, and heparin was initiated for lvad power elevations and rising lactate dehydrogenase. The lvad power elevations continued on (B)(6) 2016. On (B)(6) 2016, the patient suffered a hemorrhagic stroke in the right fronto-parietal region of the brain, and was intubated. On (B)(6) 2016, support was withdrawn and the patient expired. Log files were submitted and analyzed by the manufacturer's technical services representative and confirmed power elevations. No additional information was provided.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation. A correlation between the device and the reported event could not be conclusively determined. Bleeding, stroke, and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.